Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Initially, boston scientific technical services (ts) was consulted and discussed this was due to calcification deposits. Further information was received that this system continues to exhibit out of range shock impedance measurements. Ts discussed that due to the fluctuating values obtained, it is most likely that calcification is not the cause of these measurements. This device system remains in service. No adverse patient effects were reported.